Event description:
Additional information received noted following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted on (B)(6) 2020. The right ventricular lead was also explanted on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09182. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. The clinician also reported the right ventricular (rv) lead impedance skyrocketed and was also unable to find a capture threshold via manual testing. The patient presented in the hospital. Investigation noted rv lead fracture. No intervention was made. The patient was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.